Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: retraction of the distal tibial fixation screw with healing tibial fracture and an intact intramedullary nail. The distal tibial screw has retracted medially with distortion of the soft tissues. There is no hardware fracture. Bone quality appears mildly osteopenic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that an initial operation was performed with a tibia nail on approximately 2 months ago. After 6 weeks from the initial, the distal ml screw had migrated from the proper position therefore, revision surgery was conducted about 2 weeks ago. Only the migrated screw was explanted and replaced another screw. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 47249528010, tibial nail - yellow 10 mm diameter 28 cm, lot # 64655736; catalog #: 47248402550, 5.0 mm diameter cortical screw, lot # 65138811; catalog #: 47248402750, 5.0 mm diameter cortical screw, lot # 65167588; catalog #: 47248403050, 5.0 mm diameter cortical screw, lot # 65167366; catalog #: 47248700505, tibial nail cap 5 mm height, lot # 64768420. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.